Event description:
A user facility reported to olympus that no image was obtained when using olympus, model series 180 endoscopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to faulty patient board (ap board and dr board). Ap board and dr board control and operate scopes series of 180 or prior. The product was manufactured before countermeasures were taken for the operational amplifier circuit design change of the dr board. It was confirmed that the design of the dr board was changed on april 16, 2018 for the event that the endoscopic image does not appear in used in combination with the 180 series scope. The issue was resolved after replacing the circuit board set. Olympus will continue to monitor field performance for this device.